Event description:
Saw television ad for product that made therapeutic claims for pain relief and treatment of ailments such as arthritis. Www.tv-products.net: "light relief is a pain relief device that emits energy in the infrared spectrum. It provides topical heating for the purpose of elevating and/or maintaining tissue temperature. Use wherever heat application is prescribed for personal comfort and the temporary relief of minor muscle pain, joint pain, and stiffness. The light relief does not emit any x-rays or radiation and is totally silent. It creates a soothing mild warmth to the areas you are treating. For maximum results light relief is placed directly on the surface of the skin. It is FDA cleared to be safe and effective when used as instructed. Our standard light relief system works with six double 'a' batteries."